Manufacturer narrative:
The report of driveline fault alarms was confirmed through the analysis of the submitted system controller log files. The first log file (dated 12nov2017) contained normal pump parameters until 11nov2017 at 22:20 when consecutive driveline fault alarms were flagged until the end of the log file. The second log file (dated 14nov2017) also contained continuing driveline fault alarms. There were no other atypical events recorded in the log files. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller log files appear consistent with a potential driveline issue; however, driveline wire damage could not be confirmed as the device remains in use and was not available for evaluation. The information provided by the user facility indicated that the patient had a difficult course post-operatively having to return to the operating room multiple times for bleeding and clot evacuation. The patient''s healthcare providers believed that the driveline fault alarms may have been due to some inadvertent damage to the driveline at the pump end, due to excessive manipulation with the many returns to the operating room (or) for surgical bleeding. The pump remains implanted and the patient remains ongoing on vad support. No further related events have been reported to the manufacturer. A review of device history records showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The evaluation is not yet complete. A final report will be submitted when the manufacturer''s investigation is completed. Final analysis is typically available 180 days following the initial report.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 43 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2017, it was reported that the patient had a difficult course post-operatively, because the patient was very much deconditioned pre-implant surgery. The patient was returned to the operating room multiple times for bleeding and clot evacuation. The patient experienced a driveline fault alarm from the system controller. The patient was switched from a grounded patient cable to an ungrounded patient cable. The x-ray images did not show any areas of concern along the driveline. It is suspected that there may have been some inadvertent damage to the driveline at the pump end, due to excessive manipulation with the many returns to the operating room for surgical bleeding. The driveline fault alarm could not be cleared; however, the patient is fine and has had no adverse events because of the driveline fault alarms. The system controller log files indicated that the pump is still performing as intended as there have been no pump stop or low speed events captured. No further information was provided at the time of this report.